Event description:
On (B)(6) 2013, the patient¿s husband/reporter contacted animas on behalf of the patient to report the patient had low blood glucose of 40 mg/dl¿ after the subject pump was put into suspended by the reporter. At the time of concern, the patient was unable to think straight. The reporter wanted to know the difference between ¿pause¿ and ¿suspension.¿ at the time of the call to animas, the patient reportedly was feeling fine and did not want to go any further with training. During troubleshooting, the reporter was given information about the difference between the pause and suspend option. The insulin delivery troubleshooting could not be completed since the reporter refused to discuss the detail of the incident. This complaint is being reported because the patient had symptoms and low blood glucose that can be suggestive of a serious injury while on insulin pump therapy. The reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.